Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used to ligate vessels and artery. Clip misformed and fell off the cystic artery. Surgeon not confident of the other clips and indeed another fell off during the procedure. Switched to using a re-usable clip applier. Procedure was prolonged by unspecified number of minutes. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: did the clip fall into the patient? Yes. If yes how was the clip retrieved? Using graspers. Did the retrieval of the clip alter the procedure or post-op care? No. Please explain: what was the shape of the clip? Bulbous at one end (I did include the clip in with the returned device, so you will be able to see it). Which firing of the device did this event occur on? 3rd. What vessel or structure was the device fired on at the time of the event? I understand it was the cystic artery. Was the clip fully advanced into the jaws prior to firing? I believe so. Was there any torquing or twisting of the device present at the time of firing? No but the surgeon said it felt clunky. Was any unexpected resistance felt while firing the trigger? Don¿t think so. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.